Manufacturer narrative:
Terumo did not receive the actual device and the complaint was not confirmed. Damage was not noted upon receipt. The box may have been stepped on during shipment. Terumo will monitor for future issues. The complaint will be included in associate awareness traning. The device history record did not indicate any production related problems. All available info has been placed on file in quality management for appropriate tracking, trending, and f/u. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, out-of-box, the box has several boot prints on the top of the box. The event did not cause delay in surgical procedure.